Manufacturer narrative:
Narrative 1.

Event description:
Information was received indicating that a smiths medical pump was experiencing a motor error. This issue occurred during routine testing and there was no patient involvement. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. There was a noted chip on the lower left front corner and also a crack on the right plunger case and battery door. During the evaluation of the device, the motor error was able to be replicated by analysts. It was found that the motor assembly components were old, dirty and worn out due to normal wear. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.